Manufacturer narrative:
The reliability analysis inspected 1 opened or used enlite sensor and performed bicarbonate buffer test per (B)(4). The sensor passed per specifications with accurate readings. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported experiencing calibration errors involving high differentials with his sensor readings versus his blood glucose levels. Specific measurements were not provided. It was found that the customer was calibrating too often with duplicate calibrations, per instruction from his healthcare provider. The customer's blood glucose was 152 mg/dl. The caller was advised to start fresh with another sensor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.